Manufacturer narrative:
(B)(4). G2: (B)(6) reported event was confirmed as visual evaluation of the returned product found a piece of loose suture fragment in the sterile packaging that is not acceptable. This complaint has been confirmed by evaluation of the returned product. Device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. Our incoming inspection team member found debris in the sterile package. Attempts have been made and there is no further information at this time.